Event description:
It was further reported that the user did not draw back the syringe to its full volume to deflate the balloon before attempting to remove the balloon protector.

Event description:
It was reported that during preparation for an unspecified treatment procedure, the cutting balloon separated from the catheter when the blue protective cover was removed. There was no patient contact.

Manufacturer narrative:
Device evaluation: the balloon protector was returned with the balloon inside. A visual examination of the device revealed that the balloon had separated from the delivery system at the proximal bond and the distal bond. Contrast media was present within the inflation lumen. A successful attempt was made to remove the balloon protector from the balloon. Resistance was noted however the balloon was not under vacuum due to the detachment. There were no further issues with the balloon, tip, or blades. All blades were present and fully bonded to the balloon surface. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of the reported complaint has been determined to be user related as per the dfu the following instructions were not followed: ''attach syringe to the three-way stopcock on the balloon lumen. Purge the stopcock by flushing the mixture of contrast medium and saline through the middle port; open the stopcock to the balloon. Draw back on the syringe to its full volume deflating the balloon and drawing air bubbles into the syringe barrel; to make certain that all air is removed from the balloon, repeat step d; close the stopcock to the balloon; remove the peripheral cutting balloon device from its protective ring. Discard the protective ring. Using straight force (not a twisting motion), pull the protective sheath off the balloon." (B)(4).

Manufacturer narrative:
(B)(4).